Event description:
The bedside rn noticed blood backing up in the IV tubing and IV fluids leaking on bed linen. All connections were checked and none were found loose. Leakage was noted to be coming from neutral pressure cap. The cap was replaced and the PICC line was flushed to clear the blood. During the remainder of the shift, no further leakage was noted. The IV fluids had not been changed for the shift yet. Just prior to the leaking occurrence, hemostats were not used on the connection. This unit has had several similar incidents with this product. They removed old lot numbers, and are working with our unit.